Event description:
The device was used during a gynecological procedure. Reportedly, the suture broke. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
The subject device was not received for evaluation.